Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet was not displaying blood glucose readings after a new freestyle libre 3 plus sensor was applied, with alerts indicating a pairing failure and sensor unavailable; the issue resolved after the user rescanned the sensor in the ilet app, consistent with an intermittent communication failure involving the antenna component of the electrical and magnetic system. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet resulting in intermittent communication failure traced to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.